Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a rotator cuff repair procedure, it was observed that the customer's expressew iii needles would not load into the expressew iii suture passer with hook's side load instruments as the plastic tab was able to rotate around the needle. According to the reporter, when one did get loaded properly, the needle was stuck in the bottom jaw of the instrument. The procedure was completed with a competitor's suture passer with no patient consequences but there was a ten minute surgical delay to the case. The sales rep further stated that six expressew iii needles would not load properly onto the his expressew iii suture passer with hook with serial number (B)(4). Out of the six needles, one became jammed in the gun but the rep was able to remove it from the gun. The sales rep stated that the customer pulled another four unused needles of the same lot number as they do not want to use this lot number due to the issue they had. The six used needles were discarded by the customer but the four unused needles and gun will be returning for evaluation. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device [46848] number, and no non-conformances were identified. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history a manufacturing record evaluation was performed for the finished device [46848] number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.